Manufacturer narrative:
Additional information was received therefore d6b was updated

Manufacturer narrative:
The investigation was completed. (Sepsis ) : the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review was completed and passed all the post sterile inspection checks.

Manufacturer narrative:
Clinical assessment: the patient was a 65-year-old woman with a primary diagnosis of cardiomyopathy. Due to severe cardiac dysfunction, she required advanced mechanical circulatory support. She was placed on extracorporeal membrane oxygenation for hemodynamic stabilization, and an impella 5.5 ventricular assist device was subsequently implanted to support ventricular function. During her hospitalization, the patient developed clinical signs concerning for a systemic infection. A full sepsis evaluation was initiated. The patient¿s permanent pacemaker was identified as the likely source of infection. As a result, the device was removed, and a temporary pacemaker was placed to maintain cardiac rhythm. No additional clinical information became available following these interventions. Ultimately, the decision was made to withdraw life-sustaining care. The patient subsequently died.

Manufacturer narrative:
The pump was discarded.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced an infection from a pacemaker. The device was explanted and a temporary pacemaker was placed. The patient was treated for sepsis. Impella support continues.